Event description:
The facility representative reported "no power and replaced battery and ac power cord, no light when plugged in goes through self test but then screen goes blank" (shuts down after the self test) on an as50 pump. This condition occurred during set-up. The area where this event occurred is the level two nursery. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of with a condition of "no power and replaced battery and ac power cord, no light when plugged in goes through self test but then screen goes blank" and determined the root cause to be a disconnected 16-pin connector. The 16-pin connector was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.